Manufacturer narrative:
Results: the returned cat6 was kinked throughout its length. The device was ovalized approximately 129.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a mid-shaft kink. If the cat6 is forcefully advanced into a sheath at an extreme angle, damage such as a kink may occur. Further evaluation of the cat6 revealed additional kinks and an ovalization. This damage was likely incidental to the complaint and could have occurred during packaging for return to penumbra. During functional testing, the cat6 was unable to be advanced into a demonstration neuron max due to the ovalization on its distal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician advanced the cat6 with a peel away sheath through the sheath and beyond the clotted superficial femoral artery (sfa) stent. While approaching the tibioperoneal (tp trunk), the mid-shaft of the cat6 kinked. Therefore, the cat6 was removed. The procedure was completed using another cat6 with the peel away sheath and the same sheath. There was no report of an adverse effect to the patient.